Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, improper placement, neurologic damage- local or systemic (e.g. Stroke, paraplegia, paraparesis), and death. Furthermore, the conformable gore® tag® thoracic endoprosthesis IFU states that when covering the left subclavian artery ostium without revascularization (e.g. Transposition or bypass), users are made aware that there may be an increased risk of stroke due to decreased flow in the left vertebral artery. When treating emergent patients (e.g. Ruptured aneurysms, traumatic transections) where revascularization may not be possible prior to stent graft placement due to the patient¿s condition, it is important to weigh this potential increased risk of stroke with the benefits of treatment.

Event description:
On (B)(6) 2019 the patient underwent an emergent endovascular repair of a traumatic aortic arch rupture using conformable gore tag® thoracic endoprostheses. Reportedly the device was deployed from the origin of the patient's left common carotid artery, but moved slightly proximal. It was reported that the patient's left common carotid artery was unintentionally partially covered by the device (reported as about halfway covered). Angiography confirmed blood flow to the left common carotid artery. No additional abnormalities were reported. The procedure was completed. The patient tolerated the procedure. On (B)(6) 2019 CT images showed no issues. On (B)(6) 2019 CT images confirmed cerebral infarction in the patient's posterior brain region. The patient's consciousness did not return. It was reported that the patient expired on (B)(6) 2019. The cause of death was reported as cerebral infarction. Reportedly the physician noted that the event may have been related to the device.